Manufacturer narrative:
(B)(4).

Event description:
It was reported the day after a new system was implanted, the patient developed torsades de pointes requiring shocks from the device. He was initiated on intravenous amiodarone and a lidocaine infusion. The patient was not on a resuscitate plan. The patient expired later in the evening. The patient was known to have a chronic right lower lobe pleural effusion. There is no allegation the death was related to the device. No further information is available.